Manufacturer narrative:
Correction to d4(gtin). The complaint could be confirmed, since the information for evaluation matches the alleged failure, as only a cement spacer is visible which does confirm revision. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a girdlestone situation at the site of the former tar. The provided clinical information gives infection as the underlying cause of the revision. The implantation took place in (B)(6) 2024, while the symptoms started in (B)(6) 2025 and the explantation is planned for end of (B)(6) (which does not make sense as the CT scan is showing, that the tar has been explanted already). It is possible, that the two-staged revision with implantation of the new tar is going to be completed on the (B)(6). However, the time between implantation and infection is around six months, which means an intermediate time span between the two events. An implantation related infection (due to the procedure) is possible but cannot be confirmed with the given information here. Sterility assurance reviewed sterility documents and noted: the subject device was packaged according to established design and process specifications and got sterilized according to process. No deviation for a non-conformance could be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to an infection. The wound reportedly developed in late february or early march. Notably, foot drop related to a preoperative nerve block was identified as a remarkable circumstance in this event. A revision surgery is planned for mid to late (B)(6).

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to an infection. The wound reportedly developed in late february or early march. Notably, foot drop related to a preoperative nerve block was identified as a remarkable circumstance in this event. A revision surgery is planned for mid to late april.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.